Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: kdr901 implantable pulse generator, 2006-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead had high threshold and low impedance. The lead was capped and replaced. No patient c omplications have been reported as a result of this event.